Event description:
The pt underwent a procedure using a procise ez plasma wand. Allegedly, the metal tip of the wand came off during the procedure. This event was originally reported in medwatch 2951580-2011-00091. A second device was returned fro the user facility on (B)(6), 2011 with a majority of the electrode missing at the distal tip of the wand. It is unk if this wand was used in the original procedure as customer did not respond to manufacturer's request for additional information regarding the return of the device.

Manufacturer narrative:
Pt's age and gender were requested, but to date have not been provided. Date of event was requested, but to date has not been provided, therefore an estimated year was used. A second device was returned was visually inspected and functionally tested. During the visual inspection, it was found the electrode screen showed extensive wear at the distal tip of the wand. A functional test of the device was performed. The device was fired in saline solution at default settings (coag 3 and ablate 7), and maximum settings (coag 5, and ablate 9). The saline and suction lines were found to be functional. A lot history review was performed and no abnormalities were found. The lot met all device specifications. The root cause of the device failure is believed to be due to excessive use.